Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for micrococcaceae(1cfu / 100ml), but the testing result cleared (B)(6) guideline. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the suction channel of the subject device tested positive for pseudomonas aeruginosa(50cfu) during routine surveillance culturing test by the facility. The subject device had been disinfected using non-olympus automated endoscope reprocessor (soloscope series3) with peracetic acid. There was no report of patient infection associated with this report.